Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), arthralgia ("hip pain/lower right hip pain"), back pain ("lower back pain"), gait disturbance ("hardly walk"), hypoaesthesia ("lose all feelings in my legs and feet, mostly my right but sometimes both"), abnormal behaviour ("I hate zombie like after effects") and migraine ("migraines"). At the time of the report, the perforation, arthralgia, back pain, gait disturbance, hypoaesthesia, abnormal behaviour and migraine outcome was unknown. The reporter considered abnormal behaviour, arthralgia, back pain, gait disturbance, hypoaesthesia, migraine and perforation to be related to essure. The reporter commented: there's placement and migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), arthralgia ("hip pain/lower right hip pain"), back pain ("lower back pain"), gait disturbance ("hardly walk"), hypoaesthesia ("lose all feelings in my legs and feet, mostly my right but sometimes both"), abnormal behaviour ("I hate zombie like after effects") and migraine ("migraines"). At the time of the report, the perforation, arthralgia, back pain, gait disturbance, hypoaesthesia, abnormal behaviour and migraine outcome was unknown. The reporter considered abnormal behaviour, arthralgia, back pain, gait disturbance, hypoaesthesia, migraine and perforation to be related to essure. The reporter commented: there's placement and migration. Concerning the injuries were reported in this case, the following ones were described via social media: perforation , hypoesthesia, arthralgia, back pain, abnormal behavior, migraines. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.